Event description:
It was reported that at the end of the coagulazione procedure, there was a burst inside the esg-400 processor then it switched itself off with an error e433. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Correction to b5 for information inadvertently left out of previous report:'the intended therapeutic procedure was completed with the same device. There were no reports of patient harm.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, g2, h2, h3, h4, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the cause of display of error code e433 is high voltage power supply (hvps) board failure. However, the root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.